Manufacturer narrative:
The sample has been returned to arrow. Since the catheter was not returned, a comprehensive evaluation could not be performed. The pump was found to flow at the proper rate, and no mfg anomalies or material defects were found. The customer's may have been due to an occluded or kinked catheter.

Event description:
It was reported that the pump was implanted on july of 1996. In december, 1977, the pt developed pain, and the physician assumed that the pump wasn't working. The pump was explanted with no complications.